Manufacturer narrative:
The predictive utility of the e-pass score for postoperative complications in robotassisted partial nephrectomy: a retrospective coh ort study. Cagatay ozsoy, erhan ates1, resat inal, mucahit gelmis, sahin kilic and mutlu ates. Ozsoy et al. Bmc urology (2025) 25:197 https://doi.org/10.1186/s12894-025-01899-0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed 166 patients with renal masses who underwent robot assisted partial nephrectomy between march 2015 and september 2024. V-loc 2-0 suture was used to achieve hemostasis at the tumor base. Postoperative complications included bleeding. Transfusions were required in 13 patients and one patient required total nephrectomy due to massive bleeding. Other complications that were not related to the device included: respiratory insufficiency, pneumothorax, urine leakage deep vein thrombosis, atrial fibrillation, and bradycardia.